Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and an instrument service review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated magnesium results and error code 3350 [unable to process test, aspiration error for (sample pipetter) at sh sample handler] while using the architect c8000 analyzer. The following data was provided for the same patient. The customer uses normal range 1.3 to 2.1 meq/l. Specimen 1 initial 6.0 meq/l, repeat 1.0, 1.0 meq/l, repeat using another analyzer 1.1 meq/l specimen 2 tested using another analyzer 1.1 meq/l the elevated result was not reported out of the laboratory. No impact to patient management was reported.